Event description:
It was reported by the customer that their insulin pump had a blank display screen. During troubleshooting, customer was asked if the device showed physical damage and customer stated it does not. Next, customer was asked if they are able to rewind the device. Customer stated device is able to rewind. Afterwards, customer was advised to clean battery cap with cotton swab and reinsert batteries. Customer stated device display did not return. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 129 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump passed all functional test and self test. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time(B)(4)